Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving unknown baclofen via an implanted pump. It was reported the rep was made aware by the managing md the night before explant to see if they would be at surgery. The rep was unable to make the explant but requested both the pump and catheter for return and any information regarding the patient/case. The rep had yet to hear back yet. It was further reported the hcp had been following the patient for persistent drainage from their back incision and what sounds like a seroma or the pump with some concern for infection. A pump issue was not expected.

Event description:
Additional information received from a healthcare provider reported the cause of the explant was suspected infection. Neurosurgery prescribed antibiotics and the issue resolved when the pump was explanted.

Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# serial# (B)(4), implanted: (B)(6) 2019,explanted: (B)(6) 2020, product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter was returned, and analysis found damage to the transition tube. The pump was returned, and analysis found no anomaly. All previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter; product ID: 8781, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the drug partner indicated that the patient experienced swelling and pain around the lumbar incision and was prescribed keflex. It was reported that the wound had healed and blood work results came back noting that the patient had elevated erythrocyte sedimentation rate. Exploration of the wound was performed as well as a wash out. Cultures were sent out and confirmed (B)(6); the patient was started on bactrim. Following the wound exploration drainage and erythema was seen at the wound site. It was suspected that he fluid was a cerebrospinal leak; a blood patch was planned. The pump and catheter were later removed for wound dehiscence and infection. No further complications have been reported.